Event description:
The st. Jude medical representative phoned to report that the patient presented at the physician's office for a three-month follow-up and the ICD was found in a vvi reset state upon interrogation. The device was explanted.